Event description:
The consumer reported that the patient began their trial on (B)(6) 2016. The patient had to strain now when they had to void. The patient changed from program 1 to program 2 on (B)(6) 2016. The patient complained of a possible urinary tract infection (uti) on (B)(6) 2016. The patient had made a call to their health care provider (hcp) and was waiting to for a call back.